Manufacturer narrative:
Motor noise during rewind due to faulty motor. The insulin pump passed the functional tests including displacement, prime, basic occlusion, occlusion and no delivery tests.

Event description:
Customer reported that she had to go to the emergency room and was hospitalized and in intensive care unit due to high blood glucose and dka. Customer stated that the infusion set cannula was not all the way in her body and caused high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.